Manufacturer narrative:
A service engineer reported that the battery was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a battery error. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a battery error. It was reported that the device had shut down unexpectedly, and the battery does not charge. The rse noted that when reviewing the parameters, and event log, it was confirmed that the battery was damaged, and does not store a charge. The battery required replacement. The investigation is ongoing.